Event description:
It was reported that a patient experienced a return and increase in pain, along with an impedance issue characterized by high impedance specifically on electrodes 1, 4, and 7. Device interrogation was conducted to identify the impedance issues, revealing values of 40,000 on the affected electrodes. The patient had switched to group b prior to the appointment and reported that their problems were resolved and they no longer felt pain. Troubleshooting included changing the stimulation pattern on group a to avoid the high impedance contacts as a backup. The patient was satisfied with the solutions, and the provider was notified of the event. No patient complications have been reported as a result of this event. The manufacturer representative (rep) indicated they would send any further information as they become aware.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.